Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of a -15.0 diopter into the patient's eye. Patient subjective disturbance of "glare and halos" was reported. There is no visual acuity loss or loss of bcva reported and the lens remains implanted. The icl direcitons for use identifies glare and halo visual disturbance as a known potential adverse event. Patient risk factors include pre-existing/current ocular status and mesopic pupil size that is greater than the icl optic diameter. Based on the information received, the root cause of the reported event cannot be determined.

Manufacturer narrative:
Correction/removal number: 2023826-10/16/2023-001-r. Claim #: (B)(4).